Event description:
It was reported the patient lost stimulation and was unable to communicate with ipg. An x-ray was performed and it was reported the ipg had flipped. The physician manually flipped the ipg back to its original location. It was reported the communication with the charger and the patient programmer was restored. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.